Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, and confirmed the reported issue. During troubleshooting, it became evident that the internal leakage test failed due to low inspiratory pressure. To address the issue, the expiratory channel printed circuit board (pcb) and both the pressure transducer pcbs were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; therefore, a device log analysis could not be performed, and the issue could not be confirmed or further analyzed beforehand. The replaced expiratory channel pcb and the pressure transducer pcbs were returned for further investigation. A visual inspection of the returned parts revealed no abnormalities. The parts were then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for two days without generating any alarms or errors. After the ventilation period, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at the manufacturing site; therefore, a definite cause of the reported failure cannot be determined at this moment.

Event description:
Manufacturer's ref: (B)(4).